Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The screen black out with alarm at startup, due to a circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the high flow insufflation unit screen blacked out with an alarm at device startup. The event occurred during preparation for use. The intended procedure was a therapeutic oophoritic cyst. The procedure was completed using a replacement device. There was no report of a delay or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.